Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited a grommet/setscrew problem, where the screw could not be tightening on connection of pacing lead. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.